Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) with high capture thresholds in the lv channel. In addition, low within range pacing impedances of 698ohms were observed. Technical services (ts) was consulted and recommended a chest x-ray for further evaluation. Furthermore, it was reported that after switching to different vectors lv capture was able to be confirmed for which an x-ray was not performed. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.